Event description:
The customer reported that the side-firing fiber forward fired at 47,952 joules during prostate vaporization. The procedure was completed with another fiber. The patient outcome was reported as "good". The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00624).

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a request has been submitted.